Event description:
It was rpeorted that: at the beginning of the case, the doctor was attempting to manually ventilate the patient and noted that the reservoir bag started to extend and that the patient was not receiving any fresh gas flow. The doctor adjusted the apl valve with no effect and then attempted automatic ventilation and could not ventilate the patient. The doctor removed the apl valve and no pressure relief was noted. The doctor removed the reservoir bag to relieve the pressure. The patient was ventilated with an alternate device until being transferred to another machine to complete the case. It was reported that there was no patient injury.